Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level (486 mg/dl). An insulin injection was administered and a correction bolus was delivered to treat the bg. Reportedly, the customer reverted to an alternate method insulin therapy.